Manufacturer narrative:
Product was not returned to acmi for eval. A final report will be submitted upon conclusion of the investigation.

Event description:
Pt burned by grounding pad during procedure. No add'l adverse effects reported.